Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was isolated to the electrode belt trunk cable white pulse wire was broken from the ECG a&b cable pulse wire. The root cause for damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.